Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was determined that remote monitoring was turned off. While the bluetooth (ble) lockout could not be confirmed with the provided information, an error message was seen during an unsuccessful connection attempt that was due to a system requirement which eventually can disable the ble due to too many unsuccessful connection attempts with the device. Additional information received regarding the persistent ble issue noted that a ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences reported.